Manufacturer narrative:
Correction: on initial MDR the FDA product problem of 2933 was an error. It should have been 1135 on the original MDR. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient returned complaining of seeing a line. After examining the patient by the surgeon, it was found that a crack on the iol. The surgeon decided to explant the iol. Additional information has been received and stated that iol will be explanted in a secondary procedure with the same diopter lens.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).